Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On january 27, 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which failure code 810:04 occurred during programming/setup. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed due to a faulty air-in-line printed circuit board. The air-in-line printed circuit board was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).